Event description:
It was reported that 157 days after a coronary artery drug eluting stenting treatment procedure the patient expired. The patient was enrolled in the program on the date of the index procedure. Target lesion 1 (18 mm long) was identified in the mid lad with 95% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 had mild calcification and was treated with predilation and placement of a 3.0 x 20 mm (lot 7228820) taxus stent. Residual stenosis was 0%. The patient was discharged eight days post index procedure on plavix and asa. The patient was admitted, 156 days post index procedure, with complaints of nausea, vomitting and diarrhea over the past several weeks. Of note, the patient was seen in the ER three days prior to this admission with no acute findings. Also, the patient had a defibrillator inserted in 2005. Per history and physical report, the patient has not been taking their medications over the past 2 weeks because of financial reasons. The patient was admitted to an outlying hospital and was given IV fluids. The patient was jaundiced and liver chemistries were elevated. The patient experienced ventricular tachycardia, code blue was called and CPR was started 157 days post index procedure. The patient was shocked and was noted to be in ventricular fibrillation. The patient was given lidocaine and magnesium sulfate. All attempts to resuscitate the patient failed and the patient expired 157 days post enrollment. The cause of death was noted as ventricular fibrillation. No autopsy was performed. In the opinion of the physician there was an unknown relationship between the target vessel and the death.